Manufacturer narrative:
This device is not sold or marketed in the us; however is deemed similar to the edwards commander delivery system 29mm. Similar device reporting under 21cfr part 803 only requires reporting of reportable device malfunctions and serious injuries related to device malfunctions. The investigation is ongoing.

Event description:
As reported through (B)(6) clinical trial, during inflation of the commander m delivery system, the valve was not fully inflated. Per report, the atrion did no bottom out. There was no prolonged pacing time.

Manufacturer narrative:
Correction to b5 (complete name of device provided), h6 (component code) d9 (device availability) and h3 (device evaluated by manufacturer). Update to h6 (type of investigation, investigation findings, and investigation conclusions) and h10 to reflect product investigation. The commander m3 delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging was reviewed and revealed that after the balloon expansion there appears to be a waist on the valve. There were no images on post-dilation. The edwards sapien m3 system IFU and physician training manual was reviewed for instructions and guidance. There was no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for inflation difficulty was confirmed from imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. As reported, 'valve did not inflate all the way, use error, the user did not bottom out the atrion.' Per IFU, 'deploy the valve by inflating the balloon with the entire volume in the inflation device, hold for 3 seconds, and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon'. In this case, the valve or balloon was not completed inflated due to the operator not emptying the inflation device. In this case, available information suggests procedural factors (operator did not use entire volume on inflation device) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time. H3 other text : device not returned.

Event description:
As reported through encircle clinical trial, during inflation of the commander m3 delivery system, the valve was not fully inflated.